Event description:
It was reported that the handpiece continued to run on its own during a procedure. It is unk how the procedure was completed. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its won was duplicated. Based on the investigation details, the likely cause was the motor anti-rotation pin fell out and lodged into the trigger assembly, which caused the trigger to become stuck in the on position.